Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The battery low alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be a damaged battery. To correct the condition, the main battery was replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a battery low alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.